Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and unit failed exterior visual inspection. The usb connector was observed to be disconnected from the pcb and\or has damaged. Functional testing and data download was unable to be performed because the device was received in a condition making evaluation impossible. Therefore the complaint of a error icon display could not be confirmed. A root cause could not be determined.